Manufacturer narrative:
Device not yet received, batch unclear, details on incident unclear. Device is reported to have been repaired by third party. Investigations still running. Follow-up as soon as possible.

Event description:
Internal report number is (B)(4). Event took place in (B)(6) and has been reported to the (B)(6). ((B)(4)) no patient involved, but user. While using a suction-irrigation-hf-handle and an electrode during minimal invasive surgery the operator (senior surgeon) was hit by an electric strike upon moving the lever. He is under monitoring (ECG). The device has been sent in for repair to a service provider earlier. The device subject to this complaint/report will not be sent back to manufacturer for investigation. At the moment the situation is unclear, the batch number of the device is unknown. MFR is asking for photograph at last to have an impression of the defect and the batch code.

Manufacturer narrative:
The device is not available for analysis. Actually, the suspected device is unclear and it is unclear if the root cause is a defective device manufactured by pajunk. Furthermore, the devices considered to be involved (different handles from different batches) have all been sent in for repair by third party before (which is not allowed by MFR). We are in close contact with the user facility. This file finally is considered as closed. Device not returned.

Event description:
(B)(4). No patient involved, but user. While using a suction-irrigation-hf-handle and an electrode during minimal invasive surgery, the operator (senior surgeon) was hit by an electric strike upon moving the lever. He is under monitoring (ECG). The device has been sent in for repair to a service provider earlier. The device subject to this complaint/ report will not be sent back to manufacturer for investigation. At the moment the situation is unclear, the batch number of the device is unknown. MFR is asking for photograph at least to have an impression of the defect and the batch code. Operator has been using gloves during operation. Currently, the entire equipment (generator, cables, electrodes, handles, pedal switch, environment) is monitored by hospital in order to prohibit re-occurence. It is unclear whether the incident's source is manufacturers device.

Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed. As soon as further significant data will be available a follow up report will be sent in to the agency. We consider this file as closed.

Event description:
(B)(4). No patient involved, but user. While using a suction-irrigation-hf-handle and an electrode during minimal invasive surgery the operator (senior surgeon) was hit by an electric strike upon moving the lever. He is under monitoring (ECG). The device has been sent in for repair to a service provider earlier. The device subject to this complaint/ report will not be sent back to manufacturer for investigation. At the moment the situation is unclear, the batch number of the device is unknown. MFR is asking for photograph at least to have an impression of the defect and the batch code. Operator has been using gloves during operation. Currently the entire equipment (generator, cables, electrodes, handles, pedal switch, environment) is monitored by hospital in order to prohibit re-occurence. It is unclear whether the incident's source is manufacturers device.

Manufacturer narrative:
The device is not available for analysis. Actually the suspected device is unclear and it is unclear if the root cause is a defective device manufactured by pajunk. Furthermore the devices considered to be involved (different handles from different batches) have all been sent in for repair by third party before (which is not allowed by MFR). We are in close contact with the user facility. Since the entire case is very unclear we consider this file as closed as long as there is no further information available. If additional information becomes available we will file another additional report. Not returned.

Event description:
Event took place in (B)(6) and has been reported to national health authority (bfarm) by manufacturer and by user. No patient involved, but user. While using a suction-irrigation-hf-handle and an electrode during minimal invasive surgery the operator (senior surgeon) was hit by an electric strike upon moving the lever. He is under monitoring (ECG). The device has been sent in for repair to a service provider earlier. The device subjact to this complaint/ report will not be sent back to manufacturer for investigation. At the moment the situation is unclear, the batch number of the device is unknown. MFR is asking for photograph at least to have an impression of the defect and the batch code. Operator has been using gloves during operation. Currently the entire equipment (generator, cables, electrodes, handles, pedal switch, environment) is monitored by hospital in order to prohibit re-occurence. It is unclear whether the incident's source is manufacturers device.